Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep: the cause of the silicone being "brought back" from 4 proximal contacts was thought to be due to the tension from the physician removing the percutaneous extension, but the hcp opted to leave the lead in place. There was no out of box issue suspected with the lead. The patient did not experience any symptoms as a result of the issue, and the lead was left implanted. The rep programmed the device and the patient was doing well. No symptoms were reported and no further complications were reported or are anticipated.

Manufacturer narrative:
Continuation of d11: product ID 3058 lot# serial# (B)(6) implanted: on (B)(6) 2019 explanted: product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient undergoing implant for neurostimulator (ins) for gastrointestinal /pelvic floor therapy. Intra-operatively it was observed the silicone had pulled back from the contacts on the proximal end of the lead. The rep stated silicone had been "brought back" from 4 proximal contacts. Caller stated the hcp was able to place the lead into the header block and everything checks out, impedances are fine. The rep inquired about any guidance in this situation, and technical support (ts) reviewed it was the physician's discretion if they want to leave lead implanted but ts would not recommend using product if it is damaged as they cannot speak to integrity of product at this point. Ts reviewed if lead is left in place to monitor impedances and patient's therapy closely going forward in case issue worsens. On 2019-nov-15 the rep stated impedance checked out fine, and they would continue to monitor. No further complications were reported or are anticipated.